Event description:
The customer stated that they cannot access the mode key. Further investigation found that the battery is expired. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.